Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact mechanism of damage could not be determined. One 3cg stylet was returned for investigation. The plastic tubing and the core wire within the tubing broke 3.9cm from the tip of the stylet. The wall thickness of the broken stylet tubing was found to be within specification. It was reported that the insertion was difficult or tortuous, which could be associated with the kinking that was observed in the plastic tubing both distal and proximal to the break site. Advancement against resistance and kinking of the stylet may have been potential contributing factors in the observed damage; however, there was no conclusive evidence to determine the root cause of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the nurse had a patient that was deemed a difficult or torturous insertion and the stylet from the 3cg wire broke at the tip. The wire and the PICC was fully removed and the tip of the wire was saved and not left within the patient. Thankfully the nurse never flushed the PICC in the patient otherwise it would have potentially remained in the patient. The nurse ended up placing another PICC successfully. She did say that the patient had a narrowing as well."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs2785 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the nurse had a patient that was deemed a difficult or torturous insertion and the stylet from the 3cg wire broke at the tip. The wire and the PICC was fully removed and the tip of the wire was saved and not left within the patient. Thankfully the nurse never flushed the PICC in the patient otherwise it would have potentially remained in the patient. The nurse ended up placing another PICC successfully. She did say that the patient had a narrowing as well."